Event description:
It was reported that they did not get any response from stim 1 or 2. They used stim 1 during the case, but did not get a response. There was no report of patient impact.

Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The device has been not been returned to the manufacturer for evaluation. Evaluation: no testing methods performed. No results available since no evaluation performed. Conclusion not yet available, evaluation in progress.

Manufacturer narrative:
Device returned on: (B)(4) 2013. The device was returned to the manufacturer and evaluated by the quality engineering team. One sample was received without original pouch/carton or product label; however, the returned sample appeared to be as item (B)(4) prass standard monopolar stimulator probe. Visual analysis found no damage was noted on the probe or the probe handle assembly. As per manufacturing drawing for this item, it is indicated that the probe shall exhibit continuity with an end to end resistance of less than 2 ohms. Resistance readings were taken with a fluke 21 multimeter, asset #1153-j, cal due date (B)(4) 2013 and were found to be less than 2 ohms meeting the required manufacturing specification. As per drawing, stim probe handle protected pin rohs, indicates that the resistance of entire assembly to be less than 0.3 ohms when measured from item 3 to item 4 with a 4-wire ohmmeter. The resistance reading taken was found to be less than 0.3 ohms and therefore, met the required specification. A functional test was performed using the nim neuro 3.0 interface, ref# (B)(4) and nim 3.0 stimulator ref# (B)(4) which revealed that the probe functioned as intended / able to provide stimulation without observing any issues / anomalies. Based on the analysis, the complaint is not confirmed as the device functioned as intended and manufacturing specifications were adequately met.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.